Manufacturer narrative:
(B)(4)

Event description:
It was reported that while preparing for a stenting treatment procedure the stent was partially deployed. A sentinol vasc 8x21x750 was selected to treat an unknown lesion. While preparing the device, it was discovered that the stent was partially deployed. The device did not contact the patient. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the sentinol stent delivery catheter was returned with a deployed stent inside a sentinol inner packaging pouch. The deployed stent was loose inside the pouch and visual inspection revealed no stent damage. Microscopic inspection of the catheter revealed two kinks on the exterior shaft and damage to the distal end of the exterior shaft. The distal end of the exterior shaft was flared, which may be indicative of interaction with the distal tip. The kinks on the exterior shaft were 3.0 and 3.8 cm from the exterior hub. There was blood on the distal end of the exterior shaft but no evidence of contrast or blood on the inner components. The inner support shaft was also bent. Inspection of the components of the inner shaft confirmed that the marker bands and the fixed bumper were securely attached and within specification for location and spacing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that while preparing for a stenting treatment procedure the stent was partially deployed. A sentinol vasc 8x21x750 was selected to treat an unknown lesion. While preparing the device, it was discovered that the stent was partially deployed. The device did not contact the patient. There were no patient complications reported.